Manufacturer narrative:
The device was returned to olympus and evaluated. The reported problem of power button "sticking" was confirmed. The reported b30 error and poor image quality were not duplicated.

Event description:
A user facility reported to olympus that their olympus, clv-190 xenon light source generated a b30 error when the device was turned on. Different scopes were connected and tested on the light source and poor image quality was observed, described by the user facility as "black and white dots that would go in and out [and] could not see image." In addition, the power button was reported to be "sticking" but device could be turned on and off. The reported problems were detected on preparation for use for a procedure. There was no patient injury or harm associated with the reported problems reported to olympus.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The legal manufacturer determined that an upgrade of the power switch was required. The legal manufacturer determined the likely cause of the reported b30 error was related to user handling. As stated in the instructions for use, as a preventive measure, "if the light source is soiled, perform the following cleaning procedure immediately after use. If cleaning is delayed, residual organic debris will begin to solidify, and it may be difficult to effectively clean the light source. The light source should also be cleaned routinely."